Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that decreased sensing was observed on the right ventricular (rv) lead. An x-ray was performed and confirmed the rv lead was dislodged in the atrium. During the revision procedure, the rv lead helix was not able to retract while attempting to reposition the lead. The rv lead was explanted and replaced to resolve the event. The patient was in stable condition.